Manufacturer narrative:
The alleged incident involved a liberator 45 stationary unit, and a portable helios unit. The subject lib 45 unit was quarantined and allowed examination at an agreed third party location. The agreed examination was stipulated to a limited "visual-only" inspection of external and internal existing components in "as is" condition. No components were to be manipulated, altered or tested for leakage and/or functionality. Removal of the shroud was permitted & performed by a non-caire employee. The quarantined unit has been identified as a liberator 45 stationary top fill liquid oxygen unit; sn (B)(6), p/n 10564141. There were no indications of extensive physical damage. The unit is soiled, used & decorated with two provider labels. A caire 6 1pm flow control valve (lot-wl39361) was attached to the unit. All external and internal components appeared normal, except the following: the spring pop-off assembly (91-10931351) is rusted, the indicator lens is cracked (18-ca403406), the top fill assembly body (74-10665719) is chipped and worn. The top fill only manifold has been modified. The side fill option has been activated converting the unit into a dual fill manifold system incorporating the removal of the plug side fill qdv (10566446) and installation of the following components: poppet assembly (10665372), sf qdv assembly (10577858), sf qdv c-ring (ca404838), retainer ring sf qdv (ca405319), lip seal sf qdv (ca110104), and coupler hex sf qdv (ca405606). The helios portable unit was unavailable for investigation or examination. The visual examination of the subject lib 45 stationary unit was unable to determine the functional and performance characteristics of the unit.

Event description:
Addendum to 3004822415-2010-00011.

Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h - medical devices, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein."

Event description:
On march 11, 2010, caire was notified of the alleged incident that took place on (B)(6) 2009, at a patient's home in (B)(6), USA. The patient, a long-time liquid oxygen user, was attempting to fill their helios portable unit from a stationary liberator 45 reservoir tank, when the tank began to overflow liquid oxygen. The patient was able to safely exit their home, while the tank was 'shooting oxygen' into the air of their home. The patient's neighbor, decided to remove the tank from the house while it was spouting liquid. While carrying the tank, the patient's neighbor suffered severe burns on his thigh, lower legs and ankles. Due to many attempts to retrieve a serial number from the distributor, caire was unable to identify the equipment until (B)(6) 2010.